Manufacturer narrative:
Evaluation is not required for this reported event as it is not expected to provide additional relevant information regarding the event.

Event description:
It was reported that a patient had an infection after a recent generator replacement surgery. The patient reportedly scratched her wound, and the physician believed this contributed to the infection. The cause of the infection was (B)(4), and the device was removed as a result. A review of the manufacturing records for the implanted devices confirmed they were sterilized per specifications prior to release for distribution.